Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having problems with his insulin pump. Customer stated that the pump seems fine but when he checks his blood glucose readings it keeps going up. Customer stated that he got a no delivery alarm earlier. Customer changed the infusion set last night and everything was fine. Customer had high blood glucose again and got a no delivery alarm. Customer was reporting a past event. Customer stated that the alarm did not occur during manual prime. Customer reported that the event was resolved by changing the complete set. Customer was advised to talk to his doctor. Customer did a bolus of 5.0 units with the pump. Customer stated that he removed the whole infusion set site and then re-inserted. Customer was explained that this can cause high blood glucose readings, an infection, a no delivery alarm, and more. Customer stated that he just changed his site not that long ago.